Event description:
During hemodialysis the venous and arterial pressure lines began leaking at the connections that were applied and secured per MFR instructions. Dialysis was stopped with 21 minute loss and an estimated blood loss of 250 ml. No sequelae or harm to the pt. Company rep notified and she will investigate. Product: steamline airless system set with lock tight blood lines from medisystems. Lot# 1085416.